Event description:
(B)(6). Same patient as 2134265-2010-03796. It was reported that following a carotid artery stenting treatment procedure the patient experienced a stroke. The target lesion was located in the left ostium internal carotid with an 80% stenosis that was 20 mm long with a 5 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 5%. Three days later the patient experienced an ischemic stroke. The patient was still hospitalized when the event was reported.

Event description:
It was further reported that while at home following the index procedure, for left carotid stenting, the patient was noted to have mild mental status and speech impairment. The patient became more obtunded and confused. He was taken back to the hospital and was found to have a blood sugar of 700 and diabetic ketoacidosis. This was resolved but he was left with a speech impairment. The patient was seen by neurology. Clinical impressions suggested the patient had an area of cerebral ischemia in the middle cerebral artery. The next day, a non contrast CT scan of the brain showed that since the patient¿s index procedure there has been interval development of a small focal area of lucency within the deep left frontal lobe white matter, likely representing an evolving lacunar-type infarction. There are also multiple area of calcification identified within the brain substance, essentially unchanged relative to numerous prior CT studies. The patient¿s condition improved and he was discharged 3 days after admission and was provided with physical, occupational and speech therapy. He will follow-up with his primary care physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: an analysis of the device could not be performed because the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).